Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through a pump reset, which resolved the issue, and they successfully started their sensor session.